Event description:
It was reported that during a device check, high impedance and an increase in capture threshold were noted on the right ventricular (rv) lead. Programming changes were made. The patient will be monitored; no plans to replace the lead at this time. There were no adverse health consequences, the patient was stable.